Event description:
It was reported via repair work order that the auxilliary power outlet was sparking as the securement screw was missing, the nurse call cable was missing, the brakes would not engage due to broken stems on footend casters, and the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.